Event description:
Clinical study. Same patient as 6000089-2005-00659, 6000089-2005-00660. It was reported that during a target vessel reintervention (tvr) the maverick balloon did not hold air and removal demonstrated a pinhole leak in the balloon. The tvr intervention was performed on the occluded rca which was previously stented. The existing sheath was changed over a wire for a 6.5 french sheath. The physician used a 6-french jr-4 guide, an .014 cougar wire, and used a 1.5 x 20 mm maverick balloon (over the wire/mr unknown) as a back up and platform for which to try to push through the occlusion. The physician was successful in advancing the cougar wire well into what appeared to be a pl branch and began doing inflations. In the first inflation the maverick balloon did not hold air and removal demonstrated a pinhole leak in the balloon. Patient status is unknown.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted. The device was reported as disposed, and product return is not expected.